Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received and inspected visually and tested for its functionality. Visually, there are no anomalies found on the device. All the parts seem intact and in good working condition. The device was mated with an expressew iii needle and tested on a sample rubber strip. The needle was deployed successfully and suture passed through the rubber strip. This procedure was repeated several times successfully to confirm the suture passer performed as intended. We cannot confirm the reported failure of this device at this point. A batch record review has been conducted for this lot and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one other dissimilar complaint for this lot released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4) - incomplete. The lot number is currently unavailable. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the needle on the expressew iii autocapture would not load properly during demostration to a physician. Once the needle was loaded, the tip broke off. A new needle was opened and the same thing happened. It was not used on a live patient. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.